Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device stylet could no longer be pushed through the needle. The issue was found during a therapeutic endobronchial ultrasound procedure and was completed using a similar device. No delay and no patient harm reported by the customer.

Event description:
It was reported, the subject device stylet could no longer be pushed through the needle. The issue was found during a therapeutic endobronchial ultrasound procedure and was completed using a similar device. No delay and no patient harm reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Updated fields: d8, g3, h2, h4, h6, h11. Corrected field- d7a a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device history review, which was not completed initially due to a missing lot number from the complaint, was completed after the lot number was added at the end of july. The device was not returned to olympus for inspection. The complaint investigation was based solely on information provided by the customer. The reported failure was not confirmed due to no device return. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause cannot be established due to no findings available. Olympus will continue to monitor field performance for this device.